Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staple line was incomplete. Another device was used to complete the procedure. There were no adverse consequences to the patient. There is no further information available.